Event description:
It was reported that the pump time was inaccurate. The cause was unknown. The customer's blood glucose level ranged from 180-181 mg/dl. Customer corrected the time to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.